Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set leaked from the "vent port". This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.